Event description:
Event details: I didn't keep the tests. Didn't think I had to. I was trusting your tests. It's just sad everyone that I came in contact with on friday the 21st unded up with the flu. I tested positive monday the 24th. Which I took the last test and it once again negative. I will never trust these tests again.

Manufacturer narrative:
Customer says, "everyone that I came in contact with on friday the 21st unded up with the flu" customer then tested positive for the flu "I tested positive monday the 24th." (Unclear which test) customer then tested negative "which I took the last test and it once again negative." Type of flu was not specified. No lot number information available, the manufacturer cannot effectively verify and confirm customer feedback.